Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smartsite needle-free connector had flow issues. The following information was provided by the initial reporter: connector does not flush without repeated manipulation.

Manufacturer narrative:
H.6. Investigation: a 2000e-04 sample was not available for investigation, however the customer indicates that the smartsite could not be flushed without repeated manipulation. No further information was available to assist the investigation in this instance. A review of the production records for lot 20106404 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. CAPA#1998036 was initiated. H3 other text : see h.10.

Event description:
It was reported that smartsite needle-free connector had flow issues. The following information was provided by the initial reporter: connector does not flush without repeated manipulation.